Manufacturer narrative:
Product event summary: the controller (con095638) and six batteries (bat314183, bat314227, bat317316, bat317313, bat317322, bat316765) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned bat314183, bat314227, bat317316, bat317322 and bat316765 revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned bat317313 revealed that device passed visual inspection. Functional testing revealed that the battery was unable to provide power. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. This is an additional observation not related to the reported event. The most likely root cause of the battery with no power can be attributed to a faulty thermal cutoff fuse, preventing the battery from charging or providing power to a controller. Log file analysis revealed that the controller did not contain the smr software upgrade. Analysis of data log files revealed several premature power switching events due to communication errors involving bat317322, bat317316, bat317313, bat316765, bat314227, bat314183. Additionally, multiple critical battery alarms were recorded involving bat314183, bat314227, bat317322 and bat316765. In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. One power disconnect alarm was recorded involving bat317322. A safety alert word (saw) values were recorded involving bat317322, bat317316, bat316765, bat314227, bat314183. These observations are indicatives of communication errors between the controller and batteries. As a result, the reported events were confirmed. The most likely root cause of the power switching, critical battery alarm, power disconnect alarm and saw values can be attributed to communication errors. Manufacturer investigated communication errors. Other devices related to this complaint: battery - bat316765 h6: results code: 4112 battery - bat317322 h6: results code: 4112 battery - bat317313 h6: results code: 4112 battery - bat317316 h6: results code: 4112 battery - bat314227 h6: results code: 4112 battery - bat314183 h6: results code: 4112 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller ((B)(4)) was not returned for evaluation. Six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned (B)(4) revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned (B)(4) revealed that device passed visual inspection but failed functional testing due to the inability of the battery to provide power. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. This is an additional observation not related to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. Analysis of data log files revealed several premature power switching events and spurious safety alert word (saw) values involving (B)(4). These observations are indicative of communication errors between the controller and batteries. The controller, (B)(4), in use during the event did not have the smr upgrade. The most likely root cause of the reported event can be attributed to a communication errors between the controller and batteries. Heartware is investigating communication errors. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650 / manufacturing date: 02/26/2016 / expiration date: 02/28/2017. Device problem code: battery issue. Visual inspection, analysis of data log(s), interoperability evaluation, actual device evaluated, interoperability problem, design deficiency. Battery - (B)(4) / 1650 / manufacturing date: 03/05/2016 / expiration date: 03/31/2017. Device problem code: battery issue. Visual inspection, analysis of data log(s), interoperability evaluation, actual device evaluated, interoperability problem, design deficiency. Battery - (B)(4) / 1650 / manufacturing date: 03/05/2016 / expiration date: 03/31/2017. Device problem code: battery issue, visual inspection, analysis of data log(s), interoperability evaluation, actual device evaluated. Interoperability problem, open circuit. Quality system deficiency. Battery - (B)(4) / 1650 / manufacturing date: 03/05/2016 / expiration date: 03/31/2017. Device problem code: battery issue, visual inspection, analysis of data log(s), interoperability evaluation, actual device evaluated. Interoperability problem. Design deficiency. Battery - (B)(4) / 1650 / manufacturing date: 02/01/2016 / expiration date: 02/28/2017. Device problem code: battery issue, visual , analysis of data log(s), interoperability evaluation, actual device evaluated. Interoperability problem. Design deficiency. Battery - (B)(4) / 1650 / manufacturing date: 02/01/2016 / expiration date: 02/28/2017. FDA codes: device problem code: battery issue, visual inspection, analysis of data log(s), interoperability evaluation, actual device evaluated. Interoperability problem. Design deficiency.

Event description:
A report was received that during a routine clinic visit that the patient experienced multiple "critical battery" alarms with power switching on all batteries. The patient denied any damage to the batteries. Controller log files were sent and confirmed inappropriate "critical battery" alarms on four of the six batteries. Log files also revealed one "power disconnect" alarm which did not indicate a battery issue per manufacturer clinical engineer. The site exchanged the patient to the back-up controller to rule out any controller issues. The patient reported annoyance, however, there were no further patient complications associated with this event. No further information has been provided.